Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.

Event description:
A patient was undergoing a run-off procedure on (B)(6) 2014. When the torque device is placed on the wire and while torquing. The coating of the wire shears off. At this point, since the coating is sheared off, the wire has to be cut along with the catheter and taken out. Another manufacturer's new wire and catheter were exchanged to complete the procedure. The sales rep stated that the same event has occurred 2 prior times; however there in no other information available concerning the 2 previous events. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.